Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported via email from the complainant on (B)(6) 2019 that the catheter knotted inside the patient's bladder because the temperature probe portion was not flush with the catheter tip which caused the fr size of the catheter to be inaccurate. Ultimately the catheter was removed and replaced by a member of the urology team.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "improper build-up / finish dipping". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: ¿ as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported via email from the complainant on 5-sep-2019 that the catheter knotted inside the patient's bladder because the temperature probe portion was not flush with the catheter tip which caused the fr size of the catheter to be inaccurate. Ultimately the catheter was removed and replaced by a member of the urology team.